Event description:
During the case, the hand piece stopped working. The device was flushed per rep's recommendation and still did not work. Another laryngeal coblation hand piece obtained and the case continued without further incident.